Event description:
It was reported that no sensing was observed for the implantable pulse generator (ipg) device during the post-implant device check. It was also noted that the lead impedance was out of range. The physician disconnected the lead from the device, re-positioned the lead, and reconnected the lead to the device but the parameters remained unchanged. The device was explanted and replaced and the parameters were found to be within the normal range. No patient complications have been reported as a result of this event.

Event description:
It was further reported the device was returned with blood in the connector indicating a short circuit between the electrodes.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.